Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding"), bipolar disorder ("bipolar disorder") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included oral surgery, uterine fibroid embolization and myomectomy in (B)(6) 2010. Concurrent conditions included tobacco user, premenstrual dysphoric disorder, uterine leiomyoma since (B)(6) 2015, swelling abdomen and body mass index normal. Concomitant products included amitriptyline since 2015, fluoxetine hydrochloride (prozac) since 2009, hydrocodone since 2013, ibuprofen since 2013, loratadine (loratin) since 2013, medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride;paracetamol (percocet) since 2013 and trazodone since 2009. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 years 11 months after insertion of essure. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bipolar disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). The patient was treated with antidepressants and surgery (on (B)(6) 2015 underwent pelvic surgery, hysterectomy (full), salpingectomy (left side tube removal)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, bipolar disorder, uterine haemorrhage, dyspareunia, migraine, bacterial vaginosis, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved. The reporter considered bacterial vaginosis, bipolar disorder, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015- unilateral salpingectomy performed. She had multiple ultrasounds since my left salpingectomy and the right coil cannot found so it may have fallen out. Discrepancies in date of insertion- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2015: results: negative. Ultrasound scan - on (B)(6) 2015: results: confirms possible adenomyosis.. On (B)(6) 2015, surgical pathology report showed endometrium- weakly proliferative endometrium negative for hyperplasia. Myometrium leiomyoma. Clinical information- leiomyoma of uterus, unspecified excessive or frequent menstruation. On (B)(6) 2015, findings revealed cervix: negative. For dysplasia, endometrium: weakly proliferative. Endometrium; negative for hyperplasia and, malignancy, myometrium: leiomyoma. Left fallopian tube: no significant pathologic findings. Current weight was 190 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 23-jan-2019: plaintiff fact sheet was received events added from pfs- bipolar disorder. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral surgery, uterine fibroid embolization and myomectomy in (B)(6) 2010. Concurrent conditions included tobacco user, premenstrual dysphoric disorder, uterine leiomyoma since (B)(6) 2015, swelling abdomen and body mass index normal. Concomitant products included amitriptyline since 2015, fluoxetine hydrochloride (prozac) since 2009, hydrocodone since 2013, ibuprofen since 2013, loratadine (loratin) since 2013, medroxyprogesterone acetate (depo-provera), oxycocet (percocet) since 2013 and trazodone since 2009. On (B)(6) 2009, the patient had essure inserted. In 2010, 5 years 11 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with antidepressants and surgery (on (B)(6) 2015 underwent pelvic surgery, hysterectomy (full), salpingectomy (left side tube removal)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dyspareunia, migraine, bacterial vaginosis, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved. The reporter considered bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015- unilateral salpingectomy performed. She had multiple ultrasounds since my left salpingectomy and the right coil cannot found so it may have fallen out. Discrepancies in date of insertion- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2015: negative. Ultrasound scan - on (B)(6) 2015: confirms possible adenomyosis. On (B)(6) 2015, surgical pathology report showed endometrium- weakly proliferative endometrium negative for hyperplasia. Myometrium leiomyoma. Clinical information- leiomyoma of uterus, unspecified excessive or frequent menstruation. On (B)(6) 2015, findings revealed cervix: negative. For dysplasia, endometrium: weakly proliferative endometrium; negative for hyperplasia and, malignancy, myometrium: leiomyoma. Left fallopian tube: no significant pathologic findings. Current weight was 190 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant disease, concomitant drugs were added. Added events infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, bladder or urinary problems or changes and vaginal discharge. Updated events, onset date of events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("heavy and irregular bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral surgery, uterine fibroid embolization and myomectomy in april 2010. Concurrent conditions included tobacco user, premenstrual dysphoric disorder and uterine leiomyoma since (B)(6) 2015. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and migraine ("migraines"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant). The patient was treated with antidepressants and surgery (on (B)(6) 2015 underwent pelvic surgery, hysterectomy (full), salpingectomy (one side tube removal)). At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dyspareunia and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015- unilateral salpingectomy performed. She had multiple ultrasounds since my left salpingectomy and the right coil cannot found so it may have fallen out. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: confirms possible adenomyosis. On (B)(6) 2015, surgical pathology report showed endometrium- weakly proliferative endometrium negative for hyperplasia. Myometrium leiomyoma. Clinical information- leiomyoma of uterus, unspecified excessive or frequent menstruation. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: new reporters, patient demographic information, product onset date updated, concomitant diseases, historical conditions, treatment medication, new events vaginal haemorrhage, menorrhagia, dysmenorrhea and uterine haemorrhage added. Outcome for the events vaginal haemorrhage, menorrhagia and dysmenorrhea added as not recovered / not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia") and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2015 underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and migraine outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.